Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 56mm: cat#502-03-56e, lot# mlt06j; 6.5 cancellous bone screw 45mm: cat#2030-6545-1, lot# mkty4y; meridian pa hip stem #6/14mm: cat#6261-0-012, lot# 335069; v40 cocr lfit head 36mm/-5: cat#6260-9-036, lot# mmkyxh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other events for the lot referenced. Not returned.

Event description:
It was reported by the sales representative that the patient was revised due to an infection. All devices were removed.